Event description:
Affiliate in another country, reported that after the final tightening, the depuy spine twister connector was found broken. As result the rod had to be replaced with another. This resulted in a delay of 60-min. As a result of the delay an MDR is being failed to document this event.

Manufacturer narrative:
Device was returned with the twister body of the device attached to the rod. Visual examination shows that the twister blade has pulled out of the body. The blade was swaged onto the body and material displacement can be seen where it pulled out. A dimensional inspection could not be completed due to the material displacement. Root cause of the malfunction appears to be related to the amount of force placed on the twister connector by the load associated with the construct (l3-iliac).